Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had recurring issues with the insulin pump alarming no delivery. The customer changed the site and tubing but the insulin pump kept alarming no delivery. Insulin would not push through the new reservoir. Customer's blood glucose level was 527 mg/dl. The customer was prepared to treat his blood glucose level with a manual injection but then was able to deliver a bolus while on the call. The customer had a dry mouth and dry eyes. The device was not returned.